Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the phenomenon of the 75-minute delay in procedure likely occurred because troubleshooting was being performed for no image. However, the root cause could not be identified. Additionally, the phenomenon of no image was resolved during troubleshooting, and it was confirmed that outputting setting was changed to standard-definition television. It is likely that the phenomenon occurred due to incorrect output setting and/or abnormality in the selected output signal. The root cause of the failure could not be specified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The customer reported issue was resolved through troubleshooting with the olympus technical assistance center, therefore the device is not expected to be returned. Changing the output setting to standard definition television (sdtv) reportedly resolved the issue. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
An olympus sales representative reported to olympus on behalf of the customer, did not have an image on the monitor for evis exera iii video system center. The issue was found during a diagnostic procedure (colonoscopy), there was a 75-minute delay (with no adverse patient effects from the prolonged sedation) and the procedure completed with a different device. There was no patient harm associated with the event.